Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegations of swelling, pain, discomfort are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported by the patient, who was implanted with an artificial urinary sphincter (aus), that swelling and tenderness persisted at 8 to 9 weeks post operation following the implantation. The patient stated that the swelling and pain caused an abnormal gait and discomfort while sitting. The patient had a physician appointment at the 5 to 6 week mark, with a follow up scheduled in one month. The patient expressed not being optimistic about the possibility of having the device activated and stated an intention to reach out after the upcoming appointment to discuss next steps in care. No additional information was provided.